Manufacturer narrative:
Clarification: "lumps" are a known potential adverse event addressed in the product labeling. "Viral chest infection" is considered an unexpected adverse drug experience. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The events are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event.

Event description:
Healthcare professional reported that patient was injected with juvederm volite in the neck lines. The patient was post-treated with ice and recovery cream. The area was a little lumpy to start with, as it was injected too superficially, but settled within a few weeks. Patient had some laser genesis to help this as well. Three weeks later, the patient was injected with 0.5ml of juvéderm® volbella® with lidocaine in the lips; all was fine with this treatment. 4 months later the patient was injected with a further 0.5ml juvéderm® volbella® with lidocaine in the lips with no issue. The patient was pos-treated with ice. ¿ventolin®¿ was reported as a concomitant medication for the first and last injection. Early on the following month, the patient traveled out of the country and due to the very cold weather, got a viral chest infection, for which ventolin® was prescribed and did not require antibiotics. The hcp then saw the patient at the end of the month. The patient ¿had a very tiny lump in the top left side of [the] lip[,] smaller than a pea¿. The patient was advised to massage it. The patient returned to the facility. All the lumps that were in the neck initially have flared up again. These are ¿red and angry looking¿. The top lip is also red and the lump much larger. On this day, the patient was treated with hyalase® into the nodule in the lip area. The patient refused treatment for the lumps in the neck. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00142 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2020-00143 (allergan complaint # (B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volbella® with lidocaine (lot v15la90239).

Event description:
Additionally, the healthcare professional reported that the laser genesis treatment occurred about a month and a half after the first injection and on the date of the third injection. Hyalase® was injected to the left upper lip about 2 months and a half from the 3rd injection. Hyalase® was injected to all the nodules about 2 weeks and a half later. Hyalase® was injected again to the right upper lip on the following day. All the nodules on the lips and neck were treated with hyalase® once again a week later. The patient is being seen weekly. The patient had prednisolone 8 days and antihistamines.